Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s estimated glucose value (egv) ranged between 200¿250 mg/dl. No fingerstick blood glucose test was performed. The patient did not report any symptoms prior to losing consciousness. At approximately 1:15 pm, emergency medical services were called by the patient¿s wife. Upon arrival, paramedics administered dextrose 50 IV and measured the patient¿s blood glucose level. Although the cgm indicated a high glucose reading, the actual blood glucose was found to be low. The patient was transported to the hospital by ambulance and regained consciousness en route. He could not recall the exact cgm or blood glucose values. Upon hospital admission, the patient received an additional dose of dextrose 50 IV and was advised to stay overnight for observation. During his stay, he underwent an MRI, heart rate monitoring, and blood pressure checks. On the afternoon of (B)(6) 2025, the patient was discharged from the hospital. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.